Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y, the stapler with reload fired but the knife blade would not retract while being used in gastrojejunostomy. The staple line was incomplete. The surgeon could not see the staple line because it was inside anastomosis and he eventually got the jaws to open, but the serosa tissue was torn. He could see tear and bleeding. There was tissue damaged. He sewed the tissue to fix the problem and in order to complete the case. There was no patient injury.